Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports a set screw was stuck in the outer tube of the expedium flex clip-on reduction device. The tip/tab of the instrument's outer tube was broken when the surgeon pushed the set screw using the inserter component. The broken tip/tab was retrieved from the patient and the same product was used to complete the case . There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
The sample is has not been returned and as such the involved lot number cannot be ascertained; without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no related complaints identified. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this file will be closed with no further action required. If the product sample becomes available, the file will be re-opened and the product evaluated.